Event description:
Facility alleges venous & tmp guage malfunctioned during treatment. Chief tech reports "short" in system caused guages not to work; excessive pressure built up in arterial line, causing it to disconnect. Estimated blood loss > 100 cc.